Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device displayed an unknown channel error. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced damaged ail sensor for alarm - error codes / messages. Replaced fluid ingress bezel, replaced fluid ingress door assy, replaced corroded rear case, replaced corroded left/right iui and replaced cracked membrane frame assy. A review of the device history record showed the device had a manufacture date of 03/01/2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the ail sensor assembly. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2018-0161 for iuis, ca-2014-0605 for bezel fluid ingress, ca-2014-0284 for ail sensor assembly.

Event description:
It was reported that the device received an alarm - error code message. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The investigation is in progress. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device displayed an unknown channel error. No additional information was provided. There was no patient involvement.